Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322 during therapy in the medical surgical care area. It was also reported that there was no pt injury.